Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for device change out due to normal eri. During procedure, the pulse generator set screw has been stripped. The device was explanted and replaced. The patient was in good condition.